Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA.

Event description:
It was reported that patient underwent an unknown surgery on (B)(6) 2026. After polymerization with monomer liquid, the handle stopped turning and stuck while turning the handle to release the air. The handle couldn't be turned in the reverse direction either and while managing it, the cement was hardened. So, a new cement was used in the surgery. The surgery was completed successfully without any surgical delay.